Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, during orif surgery for transverse fracture of shaft of clavicle, the screw in question was planned to be inserted into the medullary cavity. The surgeon drilled only the proximal cortex to insert the screw and started insertion. Since the patient was young, the medullary cavity was narrow, and a guide wire was inserted slightly flexed. The bone felt hard when the screw was inserted, but the surgeon kept inserting with force, and when the image intensifier was checked after the screw was inserted to some extent, the screw was found to be broken in the area between the threaded part and the shaft. The surgeon inserted additional guide wire through the screw. The surgery was completed successfully with no surgical delay. No further information is available. This report is for a 4.5mm ti headless compression scr/short thrd/80mm-sterile. This is report 1 of 1 for (B)(4).